Event description:
It was reported a patient's left ventricular lead presented with high capture threshold due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.